Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The peritoneal dialysis nurse reported that the patient experience fluid overload and was subsequently hospitalized on (B)(6) 2016.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist and release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.